Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right atrial (ra) lead exhibited loss of capture for an unknown reason. No visable damage was observed on the lead. A revision procedure was performed where the ra lead was explanted and replaced. The pacemaker remains in service with the new ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned and underwent analysis testing. Upon receipt at our post market quality assurance laboratory it was noted the complete lead was returned. An x-ray revealed that the cathode coil was fractured at distal end of terminal pin. Analysis noted that this may have occurred during revision procedure.